Event description:
It was reported that the lead was bent upon removing the lead from the packaging. It was stated that the lead was not used during the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).